Event description:
Customer reported she was trying to refill her new infusion set and the insulin pump alarmed. Customer's blood glucose was unknown. Insulin is squirting out during the manual prime process. The device was not bumped or dropped. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to prime during prime test, due to faulty force sensor. No prime alarms noted. Insulin pump received with cracked reservoir tube, broken battery tube threads, minor scratches on lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).